Event description:
Customer reportedly received a reading of 103 mg/dl at approximately 12:00 pm on (B)(6) 2013 with the nano smartview system. Customer felt like she was experiencing hypoglycemic symptoms at the time so she had someone take her to the hospital ER. Customer was tested on hospital's non-roche meter at around 2:00 pm and was given 25 units of lantus. Customer was released from the ER at 3:30 pm without any further testing or treatment. Once home, the customer tested several times on the nano smartview system and got the following results: 251 mg/dl 4:11 pm 194 mg/dl 4:15 pm 444 mg/dl 4:21 pm no adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.